Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on december 31, 2018. Therefore, device available for evaluation?, is device returned to manufacturer? Date device returned to manufacturer. During the visual inspection, the returned product looked to be in normal condition. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of right ventricle and right outflow tract with the thermocool® smart touch¿ electrophysiology catheter, high force values were detected. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30055448m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. Product - st. Jude medical brk transseptal needle; non-biosense webster, inc. Product - st. Jude medical agilis sheath. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of right ventricle and right outflow tract with the thermocool® smart touch¿ electrophysiology catheter, high force values were detected. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. An agilis sheath was used during the procedure. The generator was not in use at the time of the injury as no ablation was yet being performed. The catheter irrigation was set at 2ml/min for mapping. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. High force values issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low